Event description:
It was reported the customer had a button error alarm on their insulin pump. Customer also stated their buttons were unresponsive. Customer's blood glucose was unknown. The customer had changed the battery, but the alarm persists. The customer did not bump or drop their insulin pump. It was also reported the customer would wear their insulin pump inside a sauna. Customer's insulin pump will be replaced. No additional information.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window noted during our visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.